Event description:
A caller reported a malfunction on the pump, indicating a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. It was confirmed that the malfunction code was resettable, but no additional information was received regarding the outcome of the event.